Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment with a micropulse p3 probe and cyclo g6 laser system. Based on the information provided, it appears the treatment was performed within specifications. Engineering failure analysis could not be performed because the device was not returned for evaluation. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Iridex made attempts to follow up and gather additional information but all attempts were unsuccessful. The manufacturing device history records were reviewed, and no anomalies or issues were identified. The results of post market data review suggest that this failure mode is not occurring with greater severity or frequency based on the number of events reported evaluated against the number of cases performed.

Event description:
Part a is not filled out as patient identifier details were not provide to iridex. This report has been created to make corrections to the previous report. The changes include: 1) report c: is this a combination product - no 2) report d: updates to section d8, d9. Device details updated from cyclo g6 to micropulse p3 in section d1. 3) part h: update to include that this a correction report 4) part d: update the lot number information. The lot number was filled out in the section for serial number. Updated this section with the UDI number. 5) part e: updates to the initial reporter section with information regarding the complainant 6) part h4: updates to date of manufacture. This information was not submitted previously the following text were provided in the initial report: iridex became aware of a patient experiencing conjunctival burn during treatment with a micropulse p3 probe and cyclo g6 laser system. Based on the information provided, it appears the treatment was performed within specifications. Engineering failure analysis could not be performed because the device was not returned for evaluation. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Iridex made attempts to follow up and gather additional information but all attempts were unsuccessful. The manufacturing device history records were reviewed, and no anomalies or issues were identified. The results of post market data review suggest that this failure mode is not occurring with greater severity or frequency based on the number of events reported evaluated against the number of cases performed.